Event description:
Device 2 of 2. Reference: manufacturer report 1627487-2010-00666. The pt was implanted on (B)(6) 2002 with an scs system consisting of a neurostimulator receiver and two percutaneous leads. It was reported that the pt had not used the system in many years and when she tried to turn it on, it did not work. The physician replaced the system on (B)(6) 2009 with an ipg and percutaneous leads. The explanted devices were returned to ans for eval.

Manufacturer narrative:
Device 2 of 2. Results: one lead was kinked with all wires broken and failed continuity testing. The other lead has outer tube compression damage but passes all functional testing. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.